Event description:
Pump declared altitude alarm 21, but the issue did not cause the customer's blood glucose level to exceed 500 mg/dl as it remained within normal range. Customer's insulin was not suspended due to the altitude alarm condition, which occurred earlier in the day. Caller received and understood tips provided by cts for preventing altitude alarms and successfully resumed insulin with the original cartridge.